Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. A device history review was conducted for lot number 8017149 and 8043004, our records show they were manufactured in february and march 2018 respectively. It was determined that these are the only instances of defective catheter occurring in either lot. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspection of packaged goods. Samples and photographs were received for the purpose of our investigation, during visual inspection of the device bd engineers discovered a v-shaped cut in the catheter of the device. It was determined that this event was caused by the raw material used in to make the catheter tubing. The supplier for this component was notified of the issue and conducted a comprehensive investigation into the cause. The findings of their study were unable to locate a specific root cause for this event; occurrences identified in the study were sporadic suggesting that this defect is inherent to fabrication of the materiel. To compensate, our supplier has increased the sampling rate for leakage testing during the fabrication process.

Event description:
It was reported that bd intima-ii closed IV catheter system leaked "at the catheter near the junction during puncture." No serious injury or medical intervention was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8017149; medical device expiration date: 02/22/2021; device manufacture date: 01/17/2018; medical device lot #: 8043004; medical device expiration date: 03/20/2021; device manufacture date: 02/12/2018. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked "at the catheter near the junction during puncture." No serious injury or medical intervention was reported.